Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 self-activated before user energized. The device started burning and would not shut off; the switch would not move it had to be disconnected to stop the energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. Tissue and charred blood were observed on the heating element. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn h09090050g at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The safety shut-down mechanism integrated into the handle engaged after the device was activated for more than 20 seconds (five 20 sec activations). Based on the received condition of the device and the results of the evaluation, the reported complaint for ¿device remained activated" was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaosview hemopro 2 self-activated before user energized. The device started burning and would not shut off; the switch would not move it had to be disconnected to stop the energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.